Manufacturer narrative:
Visual evaluation of the returned device found a foreign material inside the sealed package. The foreign matter was measured with the tappi chart and was found to be beyond specification. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause of this complaint is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was opened for use during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, while unpacking the device, a fine dirt was noted inside the sterile package. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was opened for use during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, while unpacking the device, a fine dirt was noted inside the sterile package. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.